Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 14-aug-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that during a refill appointment the actual vs. Expected medication was more than it should be. The patient had also missed the next refill appointment and the pump ran dry for more than 48 hours. A dye study was performed, but the physician could not aspirate the catheter, so no dye was injected. The pump and catheter were both replaced and the issue was resolved. The patient's status was "alive - no injury". The event date was noted to be (B)(6) 2018. No further issues were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified a crease on the internal pump tube. If information is provided in the future, a supplemental report will be issued.